Manufacturer narrative:
Additional information: g4, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pseudoaneurysm remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A pseudoaneurysm occurred in the femoral artery during post procedure. Manual compression was applied to resolve the issue.